Manufacturer narrative:
The gluc3 reagent lot number was 79645501 with an expiration date of 31-jul-2025. The investigation was not able to evaluate the customer's qc as the customer only provided the qc recovery data for only one level with a large target mean and range. The calibration was last performed on 17-jul-2024 and it was acceptable. The field service engineer (fse) found a hole in the rinse tubing. He repaired the rinse tubing, verified the rinse levels, checked the alignment for the sample probe, and the pump pressure. He then performed mechanical checks and precision studies and they were within specifications. The fse determined the event was caused by a hole in the rinse tubing. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about questionable results for 1 patient serum sample tested with gluc hk gen.3 (gluc3) assay on a cobas 8000 c702 module. Initial result: 20 mg/dl. Repeat result: 89 mg/dl (tested on another c702). Moving averages and critical results prompted the repeat of the sample. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.